Event description:
I now have diagnosed autoimmune disease "postural orthostatic tachycardia syndrome" and fibromyalgia, hepatic adenoma, chronic fatigue syndrome and have been unable to work for over a year. FDA safety report ID# (B)(4).